Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is unavailable for reporting it is unknown when pain began. 510k: this report is for an unknown screws/unknown lot, qty 22. Part and lot numbers are unknown; UDI number is unknown. 510 k is unavailable implant date unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of plates and screws on (B)(6) 2018 due to pain. The patient requested removal of the three plates, screws, and five intermedullary splints as the patient was experiencing pain in the area of the implants and the patient believed the implants were the cause. The surgeon was able to remove the three plates that had been affixed with 22 screws; however, the five intermedullary splints and the five screws associated with the splints were not able to be removed. There was no surgical delay. The patient was stable after the surgery. This is report 4 of 6 for (B)(4). This report is for unknown screws, qty 22.

Manufacturer narrative:
A product investigation was performed. The matrixrib screws (qty 22) show minor wear consistent with implantation and explantation. No damage was observed which may have inhibited intended device functionality. As no device defects or deficiencies were alleged it is not possible to confirm the complaint or replicate the complaint condition. Additionally, based on the allegation, drawing, dimensional, material and hardness analyses are not applicable as there is no indication that the devices¿ design, manufacturing or material characteristics contributed to the reported complaint condition. No device history review was able to be completed as part/lot numbers are unknown. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.